Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon has a revision for recurrent instability right total hip. The surgeon stated that the patient has dislocated 3 times, the most recent about a month ago. Surgeon removed the metal liner and put poly liner with srom metal head. Doi: 2005.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.